Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker grade IV, double capsule, and pain." Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Healthcare professional reported capsular contracture baker grade IV, double capsule, and pain." Device has been explanted and replaced with a non-allergan device. This relates to the right side

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, g1.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV. Double capsule, and pain". Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, deformation, the weight, the device within specification and crease fold. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.